Event description:
It was reported that the customer's usb cable was frayed and overheating. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was 104 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.